Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a procedure after an atrioventricular block due to sick sinus syndrome (sss) was noted. The temporary pacing lead was inserted into the patient. The patient was returned to the cardiac care unit (ccu). The medial staff noticed that the connection between the external pulse generator (epg) and the extended cable of the pacing lead had disengaged after moving the patient to the bed from the stretcher. The patient lost consciousness and cardiac arrest was observed on the electrocardiogram(ECG) monitor. Sternal compression was started and the epg was connected to the extender cable. The patient regained consciousness; pacing and blood pressure returned to normal. It was noted that the physicians who had inserted the pacing lead in the patient did not know how to lock the connection between the epg and the extender cable. Of note, they had not confirmed the connection of the epg, extender cable and pacing lead. The ward chief physician instructed the staff on how to lock the connection. The status of the epg and cable is unknown. No further patient complications have been reported as a result of this event.